Event description:
New information reported that the device was removed and replaced on (B)(6) 2018. No further information was available.

Manufacturer narrative:
This supplemental report is to correct the previously reported information of device return, type of reportable event, device evaluated by manufacturer and conclusion code.

Event description:
New information reported that the device was replaced due to an upgrade to a bi-ventricular pulse generator.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited a diagnostics anomaly. The device showed a battery performance alert via a remote transmission from (B)(6) 2018. The asymptomatic patient was seen in-clinic two days later, and the alert was no longer present on the device. Review of the session records determined that the battery performance alert was false. The patient would continue to be monitored.